Event description:
It is reported that while the system was in situ in the patient, water was seeping/leaking out of the inflation lumen.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure). No reports of a patient being harmed as a result of this malfunction. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.